Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During procedure user detected the needle advancement difficulty and cannot complete procedure. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Proximal end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? After advancing in to endoscope. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No information provided. If no, please specify where the damage is located: procore 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r,2l,4r, ao,ar11ri,11s. 6. Please describe the size of the intended target site. 2x2.8(unit under confirmation) 32.8. 7. If not with the device in question, how was the procedure performed and/or finished? With another same device to continue the procedcure. 8. Was the device used in a tortuous position? No. 9. Are images of the device or procedure available? No. 10. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Advancement and retraction into or from shteath. 17. Was difficulty experienced while retracting the needle? Yes 18. Was the syringe used during the procedure, after the stylet was removed? Yes 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Flexed. 22. Was needle penetration of the targeted site difficult? Slightly 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? 1 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not ebus ebus. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2167578 of echo-hd-22-c was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 15 jan 2025. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately to device. Stylet examined and no issue observed. Proximal kink below sheath extender observed. Distal end of needle examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance with difficulty and retract without issue. Needle removed from device and proximal needle kink below sheath extender observed. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c2167578 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause can be attributed to the proximal kink which could have occurred due to combination of tortuous anatomy and the device being used in a flexed or twisted position. This proximal kink may have prevented the needle from advancing properly out of the sheath. A CAPA (CAPA 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Summary: according to the customer, needle advancement difficulty. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the visual and or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause can be attributed to the proximal kink which could have occurred due to combination of tortuous anatomy and the device being used in a flexed or twisted position. This proximal kink may have prevented the needle from advancing properly out of the sheath. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.